Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age and gender unknown) the device returned a "no shock advised" determination for what appeared to be a shockable heart rhythm. The clinician stated that the device delivered one shock to the patient after the "no shock advised" prompt. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.